Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). User/voluntary medwatch # (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the radiopaque marker ring was dislodged and was left inside the side branch bile duct. The catheter was inspected and noted no evidence of tear. The procedure was completed with another device. There were no patient complications reported as a result of this event. At a follow up procedure to remove the stent, the radiopaque marker ring was noted to still be in the patient. The patient's condition at the conclusion of the procedure was reported to have not change related to retained device part.